Event description:
It was reported that the customer needed help uploading the insulin pump to carelink using (B)(6). Customer's blood glucose reading was 502 mg/dl. Troubleshooting will be completed at a later date. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor. The continuity resistance test was performed and the senor passed per specifications; however a bicarbonate buffer test was performed and the sensor failed due to high readings.